Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported death. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient died in a car accident. The patient was wearing a pod at the time of the crash, but it was destroyed in a car fire. No further details to report.